Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -3.0/4.5/x070 diopter, in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The surgeon is planning to exchange the lens.

Manufacturer narrative:
Additional information: the reporter stated that the lens will be rotated in (B)(6) 2018. Claim #: (B)(4).